Manufacturer narrative:
H.6 investigation summary: bd received 300 samples for investigation. The samples were visually inspected with no issues identified. Per specification, this product does not contain an additive. 100 retention samples were visually inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor separation of the sample (poor serum). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes 5 samples were not separating correctly resulting in poor serum. There was no health impact or consequences reported.